Event description:
It was reported that the customer's insulin pump stopped working. The customer's blood glucose level was 300 mg/dl at the time of the event but his blood glucose level was 131 mg/dl before breakfast and 248 mg/dl after breakfast. He noticed that the insulin pump stopped vibrating when it would vibrate all day. The customer also reported that he believed the insulin pump was not delivering insulin because of his high blood glucose level. He treated his high blood glucose level with a manual injection. The customer was advised to monitor his insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.